Manufacturer narrative:
This event resulted in injury to the backs/shoulders of 4 employees. It was confirmed that no employee received medical intervention and returned to work the next morning. It was also confirmed that there had been no harm to the patient. Due to this event a visual/functional inspection was performed by a field service representative where it was identified this event was not found to be related to a defect with the device. The reported event was not able to duplicated. The rack spacer links and extension spring were replaced at the customer's request.

Event description:
It was alleged that upon lowering the cot, it was difficult to lock the cot in the second lowest level and it resulted in a near patient drop and caused 4 employees to be injured. The patient was not affected during this event.

Event description:
It was alleged that upon lowering the cot, it was difficult to lock the cot in the second lowest level and it resulted in a near patient drop but caused 3 employees to be injured. The patient was not affected during this event. Further information has not been provided.